Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the catheter of a 20 g x 1.25 in. (1.1 mm x 31 mm) bd nexiva¿ closed IV catheter system split and the needle was exposed. This caused the needle to poke the patient in an area higher than the intended insertion site. No medical intervention was provided but the nurse did insert another IV.

Manufacturer narrative:
Results: a sample was not returned for evaluation, however, the customer provided a photo for investigation. A photo inspection revealed a needle, catheter, flashback chamber, winged adapter, and a portion of the tip shield of one used 20g nexiva unit within a plastic bag. There was extreme patient residue (thick media) present within the length of catheter tubing and in the flashback chamber, which indicates the catheter and needle were intact at the time of insertion. The needle was piercing thru the catheter tubing wall which resulted in a base spear through on the tubing, indicative of re-cannulation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6357598. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. However, based on the photo evaluation, the most likely cause for this incident was re-cannulation by the end user.